Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; values were not provided. Reportedly, customer was working with the health care provider to adjust settings. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.